Manufacturer narrative:
The service rep replaced the video switching board.

Event description:
It was reported that the 2600 system would periodically display poor images during a case. No patient injury was reported.